Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that on the morning of (B)(6) 2012 all of the keypad buttons were unresponsive. The patient stated that after swimming the pump was inspected but did not see any moisture in the pump and did not see any cracks in the pump case or keypad. The patient stated that the pump was worn in a pocket and was not cleaned. There is no reported adverse event with this complaint. This report is being filed due to a keypad malfunction allegation.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded to button presses as expected.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.